Event description:
It was reported there was a lead polarity switch, unipolar impedance was 308 ohms and bipolar was 219 ohms. The capture threshold was 0.75v at 0.5ms. One ventricular high rate episode was noted with noise on the lead. The patient is pacemaker dependent. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.